Event description:
During a pancreatic stent placement procedure, the physician used a wilson-cook greenen pancreatic stent set. Once the stent was partially placed, the physician decided to remove the stent and place a smaller stent. Routine removal of the stent was performed. At this time, a small portion of the stent near the distal end fragmented and remained inside the pancreatic duct. The initial reporter indicated the detached section was too far inside the duct to attempt removal. A sphincterotomy was then performed to facilitate drainage. The patient was scheduled for a follow-up pancreatic sphincterotomy the following week. The patient was reported to be in stable condition.